Event description:
It was reported that cartridge leaked insulin from cartridge septum during use, and issue occurred one time after cartridge was filled off pump with 300 units of insulin. There was no adverse impact to the customer's blood glucose level. Customer changed cartridge, resumed insulin therapy successfully, and cartridge was unavailable to return for evaluation.